Event description:
The customer contact reported that during testing at the user facility, backflow of fluid from the secondary solution container into the primary solution container. Though requested, no further info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).